Event description:
It was reported the patient's lead migrated following a fall. High impedances were also noted day of surgery, with electrode 16 >40,000. All other contacts in range. No stimulation issues reported. The patient had a revision and the healthcare provider (hcp) was able to move the leads back in to a good position for the patient's pain complaints. The hcp also moved the ins from the right flank to the left flank per the patient's request. The cause was not determined, but the issue was resolved with the revision. The hcp does not have any plans to replace the lead with impedances, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-jun-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 16-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.